Manufacturer narrative:
Incidental findings: physically damaged motor cable. Manufactures investigation conclusion: the centrimag motor IFU instructs the user to inspect the centrimag motor, jacket, cable, console connector, and locking mechanism for damage prior to use. Damage to the motor locking mechanism would be detected during setup and would prevent the use of the centrimag system. The reported event was not associated with any interruptions in patient support. The reported event of the centrimag motor having a damaged locking screw was confirmed. The returned centrimag motor (serial number (B)(4)) was observed to have a damaged locking screw on its locking mechanism upon arrival ¿ the screw was slightly bent, and the head of the screw was able to be screwed off, revealing further damage to the threads. The motor¿s cable was also observed to have a slight kink. Due to the observed damage on the motor¿s cable, the motor was not able to be fully repaired. The customer was notified, and the customer requested that the motor be returned to them unrepaired. Applicable sections of the centrimag motor service process were performed, and the motor was returned to the customer unrepaired. The motor was labeled ¿not for human use.¿ the root cause of the damage to the centrimag motor was unable to be conclusively determined through this analysis.

Event description:
It was reported that the customer called about cmag motor with damaged screw and will be sending in for inspection and repair.